Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). This literature article and subsequent complaint was found during a recent post-market surveillance review (pms) of this device. The citation is as follows: ¿parent artery reconstruction for large or giant cerebral aneurysms using the tubridge flow diverter: a multicenter, randomized, controlled clinical trial (parat)." Liu, j-m, zhou, y, li, y. Et al. Ajrn am j neuroloradiol 39:807-16, may 2018, https://dx.doi.org/10.3174/ajnr.a5619 information regarding patient weight, race, and ethnicity were not provided. This MDR report is being submitted with no patient demographics or device specifics. Due to the nature of the complaint, the device was not returned for analyses nor were the sterile lot numbers provided in order to conduct a lot history review. (B)(6). [Conclusion]: the literature article ¿parent artery reconstruction for large or giant cerebral aneurysms using the tubridge flow diverter: a multicenter, randomized, controlled clinical trial (parat)." Liu, j-m, zhou, y, li, y. Et al. Ajrn am j neuroloradiol 39:807-16, may 2018, captured a patient who underwent enterprise stent-assisted coiling procedure and experienced an aneurysm rupture. The patient recovered well after prompt coil deployment immediately after the onset of rupture. The clinical events committee concluded that the complication, though unrelated to the enterprise device per se, was classified as a procedure-related complication. Large (10-25 mm) or giant (=25 mm) aneurysms are subtypes of intracranial aneurysms that are challenging to treat with much higher risks of rupture and poorer outcomes compared with small aneurysm. Flow diverters have been increasingly used in more than 50 countries and were believed to improve long-term effectiveness due to their capability to alter intrasaccular hemodynamics. Flow diverters have been reported with favorable clinical and angiographic outcomes in various literature and trial but randomized trials to determine their true effectiveness and safety are still lacking. The literature article captured the prospective, multicenter, randomized trial conducted at 12 hospitals throughout (B)(6). The adult enrolled patients with unruptured large / giant intracranial aneurysms were randomly assigned (1:1) to receive either enterprise stent-assisted coiling or the tubridge flow diverter implantation. Patients with ruptured aneurysms or other intracranial diseases were excluded. The purpose of the study was to use the parent artery reconstruction for large or giant cerebral aneurysms using the tubridge flow diverter (parat) to evaluate the safety and efficacy of the tubridge flow diverter in the treatment of large or giant aneurysms in comparison with enterprise stent-assisted coiling. The parat trial was conducted between december 18, 2012, and may 9, 2014. Of the 185 patients enrolled, 41 patients withdrew before the procedure initiation. Of the 144 patients remaining, 82 patients underwent tubridge implantation alone or in combination with bare coils and 62 patients in the control group were primarily treated with stent-assisted coiling. The mean age of the patients in the enterprise group was 55.66 years and the gender ratio (male/female) was 13:49. All patients had an unruptured internal carotid artery (ica) or vertebral artery saccular aneurysm (including recanalized aneurysms) measuring = 10 mm in maximum diameter and = 4mm across the aneurysm neck. All patients in the trial were prescribed dual-antiplatelet drugs (300 mg/day of aspirin plus 75 mg/day of clopidogrel) for at least 3 days before the pivotal procedure. After sheath placement, heparin (100 u/kg) was administered to maintain an activated clotting time of 250¿350 seconds throughout the procedure. The approach and timing of coil placement and the number of tubridge devices were left to the discretion of each operator. The enterprise stents were implanted according to the instruction for use (IFU) of the product, and all aneurysms were embolized to achieve maximum packing density. The postoperative antiplatelet regimen was as follows: 300mg aspirin + 75 mg of clopidogrel for < 6 weeks; 6 weeks to 3 months: 100 mg of aspirin and 75 mg of clopidogrel; and = 3 months: 100 mg of aspirin indefinitely. Digital copies of angiograms including 3-dimensional rotational angiography and working projection images and other anteroposterior/lateral angiographic images were collected and sent to an independent core laboratory for analyses by up to three experienced neurointerventionalists. Follow-up angiographic results were classified into 4 categories according to the immediate degree of embolization: 1) occluded, defined as no contrast filling into the aneurysm sac; 2) improved, defined as decreased contrast filling into the aneurysm sac; 3) stable, defined as unchanged contrast filling into the aneurysm sac; and 4) recanalized, defined as increased contrast filling into the aneurysm sac. Instances of parent artery occlusion on in-stent stenosis were also documented. At 1, 3, and 6 months post-implantation, investigators followed up with each subject by phone or through in-person clinical interviews. Interviewers were blinded to the treatment allocation in order to provide some level of objectivity. A fully independent clinical event committee evaluated all investigator-documented adverse events and categorized them according to the most likely causal relationship: procedure-related, device-related, disease-related, or unrelated to either disease, device, or procedure. The primary endpoint was complete occlusion at 6-month follow-up, while secondary endpoints included technical success, mortality, target vessel¿related stroke, aneurysm bleeding, in-stent stenosis, parent artery occlusion, and the frequency of all adverse events. The results of 6-month follow-up imaging included complete occlusion rates of 75.34% versus 24.53% for the tubridge and stent-assisted coiling groups, respectively, with a calculated common odds ratio of 9.4 (95% confidence interval, 4.14 ¿21.38; p < .001). There was a higher, nonsignificant frequency of complications for tubridge subjects. Multivariate analysis showed a decreased stroke rate at the primary investigational site, with a marginal p value (p = .051). The parat trial concluded that there was a significantly higher obliteration rate of aneurysms treated with the tubridge flow diverter implantation than with the conventional enterprise stent-assisted coiling treatment in a selected group of patients with large or giant intracranial aneurysms. However, the higher aneurysm obliteration rate comes at a cost of a non-significantly higher complication rates. The conclusion also suggested that a learning curve for flow-diverter implantation should be recognized and factored into trial designs. Aneurysm rupture is a known complication of the enterprise stent and stent-assisted coiling procedures. The root cause of the aneurysm rupture cannot be conclusively determined based on the minimal information available; however, patient, procedure and pharmacological factors may have contributed to the event. Since aneurysm rupture is a serious injury, it meets MDR reporting criteria. The enterprise stent remain implanted and is thus not available for evaluation. Additionally, the sterile lot number is not known. No further analysis can be performed for complaints reported without a lot number and for which the associated products will not be returned. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. This is one of seven product events involved with the literature publication. The associated manufacturer report numbers are: 1226348-2018-00632, 1226348-2018-00633, 1226348-2018-00634, 1226348-2018-00635, 1226348-2018-00636, 1226348-2018-00639, and 1226348-2018-00640. (B)(4).

Event description:
The literature article ¿parent artery reconstruction for large or giant cerebral aneurysms using the tubridge flow diverter: a multicenter, randomized, controlled clinical trial (parat)." Liu, j-m, zhou, y, li, y. Et al. Ajrn am j neuroloradiol 39:807-16, may 2018, captured a patient who underwent enterprise stent-assisted coiling procedure and experienced an aneurysm rupture. The patient recovered well after prompt coil deployment immediately after the onset of rupture. The clinical events committee concluded that the complication, though unrelated to the enterprise device per se, was classified as a procedure-related complication.